Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for routine check, high, out of range pacing lead impedance and high capture threshold were observed. No noise was observed during real time telemetry and noise could not be produced with arm exercises and pocket manipulation. The lead was capped and replaced on (B)(6) 2016. The patient was stable.